Event description:
A 6f angio-seal sts device was used to close the right femoral arteriotomy site post percutaneous transluminal angioplasty (pta) of the left leg via a contralateral approach; a 6f sheath was used and the physcian reported there was difficulty advancing the wire. After the procedure, the proceudre, the angio-seal was deployed however, hemostasis wasnot achieved and manural pressure was applied. One day later, the patient developed a stenosis in the right leg at the previous puncture site. Using a contralateral approach the left femoral artery was accessed to treat the right femoral stenosis. The intervention was successful and the left femoral arteriotomy site was sealed with an angio seal. The patient was dicharged. One week later, the patient experienced pain when walking short distances. A color flow ultrasound revealed an irregular inner arterial surface and a stenosis in the left femoral artery at the puncture site. The patient underwent an interventional procedure to repair the stenosis. The patient was reportedly recovering.